Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited beeping tones. The device was checked and the patient was informed that the device was operating normally. Boston scientific technical services (ts) discussed the normal beeping patterns of the device. Additional information was received from the field representative that the device was beeping due to a high out-of-range shock lead impedance measuring 125 ohms. At this time, the device and right ventricular (rv) lead remains in service. No adverse patient effects were reported.